Event description:
It was reported that the light source exhibited a b30 scope communication error code. The issue occurred during a diagnostic esophagogastroduodenoscopy. The procedure was completed using a similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. Upon further follow-up, it was found that the subject device model and serial number provided initially were incorrect. This issue of the b30 scope communication error code occurred with a gastrointestinal videoscope, gif-h190, and not the clv-190. Per the legal manufacturer, this event is not likely to cause or contribute to death or serious injury if the malfunction were to recur.